Manufacturer narrative:
Zimvie complaint cmp (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Seal was broken.

Manufacturer narrative:
Zimvie complaint (B)(4). B4: date of this report. B5: describe event or problem. D4: additional device information: expiration date UDI. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H10: additional narrative. Zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual evaluation of the as returned device identified the implant packaging with signs of use. No damage to the implant was identified; however, the outer vial seal is broken. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1245172. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1245172 for similar events and no other complaint was identified. Review completed utilizing keywords: packaging damaged. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction did occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.